Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: investigation revealed a damaged battery cap. The battery cap removal slot was stripped and worn; the cap was unable to tighten to the test pump and was difficult to remove. The battery cap threads were damaged, stripped and torn. No damage was observed to the battery compartment or the battery compartment threads. A test cap was used and able to secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.